Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed at least fourteen applications were performed with catheter 2af284 / 33900-68 on the date of the event with no system notice or any issues visual inspection of the balloon catheter, 33900-68, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for fourteen injections. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach and kink at 0.9730 inches from the tip of the catheter. In conclusion, the reported issues have been confirmed through testing but not confirmed through the data analysis. The balloon catheter failed the returned product inspection due to guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon preparing the balloon catheter for reinsertion, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, fluid was seen on the catheter. It was also reported that upon removing the mapping catheter from the balloon catheter, the electrodes had been stripped off. The case was completed with radiofrequency ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.